Manufacturer narrative:
Additional information: d9, h3, h6 and h10. The actual device and a video were received for evaluation. Visual inspection of the provided video shows the product during treatment and shows several drops of water dripping onto the header cap. Visual inspection by the naked eye of the product shows the product wet. A leakage test of the dialysate side was performed, and a leakage was found. The reported condition of leak was verified. The cause of the leak was due to a crack in the welding seam. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use with polyflux 14l, an external fluid leak at the screw-crevice in the header of the dialyzer was observed. There was patient involvement, but no adverse event reported. No additional information is available.